Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 550 mg/dl with large ketones and nausea. The reporter noted the patient received phone advice to treat with insulin via injection, they discontinued pump therapy, and the pump¿s basal and bolus delivery settings were recently changed by a healthcare provider. During troubleshooting, it was determined that frequent loss-of-prime alarms occurred because the patient did not complete the prime sequence appropriately. There was no indication of a device malfunction. This complaint is being reported because the reported health event was attributed to a use error.